Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 at which time it was reported that the patient had the revision today. The pump catheter segment was tangled and clogged and unable to be aspirated. During the procedure, 21 cm of the catheter was removed and replaced. The catheter was patent after the revision. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter revealed catheter body has significant twisting that may have affected infusion; kink observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 13-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the hcp stated the catheter was kinked and they were "getting residual volume at refills." There were no environmental, external or patient factors which may have led or contributed to the issue. No diagnostics or troubleshooting steps were reported. Surgical intervention was planned but not yet scheduled. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive, no injury. No further complications were reported.